Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-20260. It was reported the pt experienced ineffective stimulation. The sjm rep was unable to resolve the issue with reprogramming. As a result, surgical intervention will be taken at a later date to resolve the issue.